Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer wouldn't update software. It was also noted that the programmer's stylus did not align with the cursor at some spots on the display screen. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer wouldn't update software. The programmer was returned for service. There was no patient involvement.